Event description:
It was reported that, after the patient had an MRI, the low energy shock impedance was less than 30 ohms. The last low energy impedance measurement since june was 55 ohms. Technical services advised to try a high energy shock. For a delivered shock, an impedance less than 25 ohms may indicate a fault or impending fault, such as a shorted condition. Technical services advised to check the system placement for dislodgement or migration of the electrode. There were no adverse patient effects. The system remains implanted.